Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet with a g7 sensor, with a nadir of 54 mg/dl confirmed by fingerstick and a duration of approximately 20 minutes outside target, during which delivery was explained to suspend as glucose trends low and troubleshooting education was provided. Symptoms included shakiness and light-headedness. Outcomes included self-treatment with two glucose tablets and recovery without medical intervention or hospitalization. Investigation included review of the event details and user education on algorithm function and hypoglycemia management. Investigation of this case revealed no device alarms or malfunctions reported and no contributory external factors identified, with the device reported to suspend delivery appropriately during low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.